Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate when closing the procedure, the physician could not fold up a 6mm extra support angioguard into the capture sheath. There was no adverse event. The device will be returned for analysis.

Manufacturer narrative:
When closing the procedure, the physician could not fold up a 6mm extra support angioguard into the capture sheath. There was no adverse event.  The device was returned for analysis. A non-sterile unit of 6mm basket, extra support embolic protection device (epd) was returned. Per visual analysis the components returned were the angioguard and capture sheath. The filter basket had been deployed. No other anomalies were noted. Per functional analysis the filter was recaptured without any difficulty. Per microscopic analysis dried blood residues were noted on the filter basket. No other anomalies were noted. A device history record (DHR) review of lot 35227758 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system / capture difficulty - unable to¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿once the lesion is treated and all of the interventional or diagnostic devices have been removed, thread the prepped capture sheath over the proximal end of the guidewire. Open the hemovalve and advance the capture sheath until the distal marker on the sheath lines up with the proximal marker on the filter basket. This will close the filter basket.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.